Event description:
While checking on a nicu patient the nurse noticed that the PICC line was broken and had separated just distal to the end of the base of the hub of the PICC line. Approximately five (5) inches of the PICC line remained in the left arm of the patient. A nurse clinician was notified and was able to manually grasp and extract the portion of the PICC line remaining in the infant. The site was closed using normal procedures with no untoward results. Complete removal of the broken PICC line was verified via radiography. Because the line had been in place for a while, lot number information was not available.====================== health professional's impression======================it is believed that the infant was moving around, causing the PICC line to break.